Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced a loss in stimulation due to their ipg becoming inoperable. Follow up determined that the patient stopped charging their ipg as recommended. Surgical intervention may be taken at a later date to address this issue. Note: this patient has two scs systems. This issue is in regards to their thoracic system.